Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported vertical gas breakthrough in the left eye during flap creation. The surgeon was unable to lift the flap. The patient will return at a later date for photorefractive keratectomy treatment.

Manufacturer narrative:
A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. A review of the log-file could not be done because the log-file of the day of the event was not provided. No technical root cause could be determined as the system is performing within specifications. (B)(4).